Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated was unable to be confirmed; however, it is possible that the polymer separation noted during return analysis was the damage the account was reporting. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this evaluation, a potential product quality issue has been identified. Exception issue was initiated to further evaluate the failure. The potential product quality issue and corrective action, if any, will be determined per internal operating procedures.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the command 18 guide wire was taken out from the package, the coating was noted to be peeled off approximately 2-3cm away from the tip. There was no patient involvement. No additional information was provided.